Event description:
Customer reported erroneous high basophil% test results were obtained on a differential when using the coulter lh 750 hematology analyzer. There was an instrument generated flag with the differential results. The test results were determined to be erroneous when compared to normal basophil% test results obtained when the sample was retested on a coulter lh 780 hematology analyzer and the same coulter lh 750 hematology analyzer. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 reported by this customer with two different pt samples and two different analyzers.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident and recovered within assay limits. On (B)(4) 2010, the field service engineer (fse) performed lyse diluent timing and replaced samples line tubing to the flowcell. Verified performance to specifications. On (B)(4) 2010, the fse ran reproducibility and all parameters were within specs. Verified performance to specs. Raw data analysis was unable to be conducted because the raw data files for the erroneous high basophil test results were not provided by the customer. Root cause was not determined. There was an instrument generated flag (imm. Ne 1 differential flag) which alerted the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01080.